Event description:
It was reported that during set up for a procedure at the user facility the button that locks the instrument tracker into reamer keeps getting stuck, and the battery cover broke off. No medical intervention and no adverse consequences were reported with this event. As this event occurred during set up for a procedure at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during set up for a procedure at the user facility the button that locks the instrument tracker into reamer keeps getting stuck, and the battery cover broke off. No medical intervention and no adverse consequences were reported with this event. As this event occurred during set up for a procedure at the user facility, there was no patient involvement and no delay to a surgical procedure.